Event description:
A user facility from (B)(4) reported that a surgeon used three bausch & lomb trocars during a surgical procedure. The surgeon noted that he could not "make wounds" as the needles were bent. The surgeon elected to then use unspecified "competitors trocar." Additional information indicated the pt experienced vitreous prolapse "due to dull trocar: generally 3 wounds but 3 wounds more were needed." The reporter did not specify when the vitreous prolapse occurred during the surgical procedure. Aspiration and resection with a vitreous cutter was performed. The pt required suturing and was reported to have recovered. Though requested, no additional information was provided.

Manufacturer narrative:
Two of the trocar handles/knives were returned with the protective tip caps in place, and the third one was not returned. The hub and sleeve assemblies were in place. All tips were bent and or curled. A supplemental report will be submitted when additional information has been received from the vendor of the product.